Event description:
Echlon endoscopic linear cutter was used to transect a colon and device would not fire and then became stuck in place. Unable to contact rep. First assist was able to dislodge the device without harm to the pt. (B)(4).